Event description:
It was reported that a flogard infusion pump generated a 94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. During visual inspection and functional testing, the reported condition of a 94 alarm was confirmed. The cause was determined to be a damaged main battery. The main battery was replaced to correct the reported condition. The device was returned to the customer in good working condition.